Event description:
The clinician reported that 2 weeks after the dental implant was placed in the patient's mouth, the implant did not achieve osseointegration. The clinician reported pain, implant mobility, bleeding and inflammation in this patient with fair oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.